Event description:
Condition after medical visit caused an infection pertained to be shingles. Have had shingles shots 3 years past and start again (B)(6) 2023. Swab at (B)(6) facility taking antiviral valtrex causing heart racing. (B)(6) 2024 not healing, back to (B)(6) facility. Another swab positive hsv-1. New treatment famcicloris anti-viral having shingles after shingles shots. Again heart racing, in and out afib. Heart rate at rest 100-110. Finished famcicloris on sunday (B)(6) 2024, monday (B)(6), this report, heart rate back to 68. No heart arrhythmia. I've had this occur prior in 2007 with tekturna. Occur in 2012 with flomax. Tekturna put me in hospital in 2007 for 6 days with afib. Shingles shots were ineffective in shingle prevention, but usage previous years shingles ended a neural itch in both wrist and hands after several years of the neural itching. The arm breakout occurred 24 hours after a bp cuff was used at (B)(6) clinic. Raised like a huge pimple, few days looked like a boil. Left alone, the boil turned into skin infection and went from half centimeter to five square centimeter area. Is clearing, have a scar pink area currently (B)(6) 2024.